Event description:
Information was received that upon priming the tubing on a smiths medical level 1 normothermic IV fluid admin set, it was leaking at one of the priming spike. No patient involvement.

Manufacturer narrative:
Investigation results completed on fluid warming/level 1 trauma fast flow disposables. The disposable in incident arrived and was visually inspected, finding the solvent bond between the spike and drip chamber . When testing was done the complaint was verified at the specific area visualized indicating the solvent bond adhesive root cause. No discrepancies were found in the quality review of the device. Corrective action was taken :co-10076908 was released on 17-sep-2019 to update the manufacturing process due the implementation of the new medical solvent dispenser, the operations of the drip chamber assembly were updated for refer the new dispenser

Event description:
Investigation results completed on fluid warming/level 1 trauma fast flow disposables in h 10.